Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. The patient reported that their symptoms returned yesterday. The patient reported that she was increasing stimulation and it felt uncomfortable. The patient stated that if she decreased stimulation her symptoms would return. The patient¿s (hcp) healthcare professional had said it was ok for her to change programs. The patient switched to program 3 on 1.3v and would see if the new program improved her symptoms. The patient stated that she will contact her hcp if there was no improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.